Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that during the week of the index procedure, intervention was performed with a laparotomy and prosthetic vessel implantation. This was completed without any issues. Film evaluation summary; the cause of the reported proximal type I endoleak could not be determined from the limited films provided. It is possible that patient anatomy, as well as unknown stent graft interaction from the two chimney bypassed grafts which were routed along the length of the valiant, may have contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft was implanted in the patient for the endovascular treatment of a ruptured thoracic aneurysm. It was reported, during the procedure that due to a lack of proximal neck a non-mdt stent was implanted in the left common carotid artery and the left subclavian artery to extend stent graft coverage to the descending aorta and the chimney technique was performed. A non-mdt stent graft was implanted distally and the valiant was additionally implanted proximally. It was reported that the valiant covered half of the brachiocephalic artery, yet a type ia endoleak remained. As hemodynamics was improved, the procedure was completed. Postoperative CT revealed that type ia endoleak remained. As per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored by their physician.